Event description:
The customer reported that the roll stand broken and the unit fell. It is unknown if the device was in use at time of the event, no adverse event was reported.

Manufacturer narrative:
The following functional tests and communications were performed: a philips remote service engineer (rse) contacted the customer and confirmed the issue was due to the unproper screws used in the mount. The customer was ordered the correct patch screws to fix the issue and was provided with instructions. Based on the information available and the testing conducted, the cause of the reported problem was due to incorrect screws. The reported problem was confirmed. The customer was provided replacement screws and provided with instructions to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.